Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ruputer. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to b3: partial date of "has been experiencing pain for four years" was reported additional, changed, and/or corrected data: b3, b6, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported right side rupture. Device has been explanted.